Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow up, noise resulting in oversensing was observed on the right atrial lead, however, no intervention was performed. The patient was stable and will continue to be monitored.